Event description:
It was reported that (B)(6) states not suctioning after install of new kit. System needs ts. Rep called (B)(6) unreachable. Left message on machine. It is unclear if medical intervention was provided. It's unclear if lot number was requested. It was used with female wicks. No additional information provided. It's unclear if troubleshooting was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against purewick urine collection system accessory replacement kit. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling was reviewed and found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that pamela states not suctioning after install of new kit. System needs troubleshooting. Rep called pamela unreachable. Left message on machine. Unclear if medical intervention was provided. It's unclear if lot number was requested. Used with female wicks. No additional information provided. It's unclear if troubleshooting was provided.